Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 8 am with blood glucose of 220 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer reported that the cannula was crimped and customer declined troubleshooting for high blood glucose level since she knew why the blood glucose level were high. The customer¿s current blood glucose level was 268 mg/dl. The insulin pump will not be returned for analysis.